Manufacturer narrative:
Concomitant medical products: product ID neu unknown lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown lead , serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative on 2023-04-25 who was implanted with an implantable neurostimulator (ins) for unknown indications for use. A mdt rep called while meeting with pt after pt stated 2 days ago that they suddenly stopped feeling stimulation. Mdt rep confirmed that components were charged, stim was in fact turned on, and all impedance and connections were green and unchanged. Pt also reported during the call that 1 week ago he started feeling a pinching/irritating sensation at the ins site when lying in certain side lying positions. Mdt rep reports that he turned as and cycling off, programmed on different contacts, and turned stimulation over 7ma (pt programmed at 1.6ma usually), but pt continued to report no sensation of stimulation that was normally felt in his legs. Mdt rep reported that he was waiting to speak with the pt's healthcare provider (hcp) to consult for further imaging and discuss registration as pt's leads and extensions were 20 years old. Mdt rep reported that he will call back if further information becomes available or if further troubleshooting was needed. Additional information was received from the rep on 2023-04-28. The cause of the lost feeling of stim pinching/irritation was not determined. The pt has an appointment today with a nurse practitioner. The issue has not yet resolved, pt weight is not known, additional information was received from the rep on 2023-05-12. The rep reported that no other actions have been taken as of yet. There was no resolution and the plan was to replace the leads.